Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were 133 ohms. Further review showed that both the shock and pace impedances have gradually increased, but pace impedances have been less drastic and values are still within normal limits at 517 ohms. At this time, the products remain in service. The health care professional suspected the cause of the observation was that the patient developed acute renal failure. The patient was seen and is being monitored remotely. No adverse patient effects were reported.